Event description:
It was reported that the user experienced high glucose after a site adhesion issue and did not announce a routine meal while using the ilet, with troubleshooting focused on missed meal announcements and general education; no alerts or alarms were reported, and device interaction centered on the user interface. Symptoms included hyperglycemia. Outcomes included a missed dose due to the unannounced meal. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper procedure, specifically failure to follow instructions regarding meal announcement, associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.